Event description:
It was reported that during an unknown procedure, the clips cut the vessel and did not close properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the vessel repaired? ¿ extra polymer ligaclip was used. Was the intra-op procedure changed due to the cut vessel? Yes. If so please explain: -they need to use extra polymer ligaclip. Was the patient post-op care changed due to the repair of the vessel? No. How was the procedure completed? Polymer ligaclip was used and leakage was stopped attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing did this occur on? Did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? Does the patient have any relevant history of surgical treatments? If so, what? Was there a recent conversion to ees devices in this account or with this surgeon? Was any further intervention required to repair the leak? Is the patient expected to have a full recovery? Please provide the patient¿s sex, age and weight. What is the patient¿s current status? Is the surgeon an experienced user of this product?

Manufacturer narrative:
(B)(4). The device was returned and determined not to be an ethicon endo device. This report has been voided.